Manufacturer narrative:
Multiple attempts to gain additional information made to no avail the manufacturing records for the, onxace 25 sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review was performed on the available information. Onxace 25 sn (B)(4) was implanted in aortic position of (B)(6) year old male patient. Patient reports numbness in right leg approximately one month post-surgery. Patient requested a patient record card for purposes of getting an MRI for an unspecified condition. Patient also reported two hospital visits since surgery for unspecified reasons. No healthcare reports are available, so all information is anecdotal and patient-supplied. There is insufficient specificity to evaluate what complications the patient may be experiencing and no medical reports to help clarify events. So one cannot determine what, if any, relationship the on-x valve may or may not have to any of the observations. The instructions for use (IFU) for the on-x valve list a variety of potential complications which may affect recipients, but as no specificity was provided, one cannot say whether or not any of them apply. Inadequate information to determine what, if any, relationship the potential complications have with the on-x heart valve. No further action is required. Due to the lack of information and the multiple possibilities that could lead to the reported event, no root cause could be determined. A review of manufacturing records indicates that the valve was built per specification and no information was discovered that could lead to the reported event. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred with the product. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, "patient called to request a patient record card (prc) for an MRI. No prc on file. Talked to patient to get more information on valve and patient reported that he was experiencing numbness in his right leg. He also reported that he had been back in the hospital twice since surgery. [Customer service] talked with [doctor's] office (surgeon) and received implant information. Patient¿s date of implant was (B)(6) 2017. Sent card to patient. I do not know where patient is being treated for the MRI at this time."

Manufacturer narrative:
This investigation is currently ongoing.

Event description:
According to the report, "patient called to request a patient record card (prc) for an MRI. No prc on file. Talked to patient to get more information on valve and patient reported that he was experiencing numbness in his right leg. He also reported that he had been back in the hospital twice since surgery. [Customer service] talked with [doctor's] office (surgeon) and received implant information. Patient¿s date of implant was (B)(6) 2017. Sent card to patient. I do not know where patient is being treated for the MRI at this time."